Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 47 mg/dl. Customer was treated with carbohydrates for their low blood glucose. Customer also reported that insulin pump was flashing and kept beeping. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor during visual inspection.